Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "device says system error (unknown), then turns off," which was not reproduced. The symptom was confirmed through a review of the event history log (ehl). Review of the ehl shows 4 system error 345 alarms, but no improper shutdowns. No evidence was found that the device was turning off. No component could be identified for causality.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unknown system error then turns off, during patient care in the pediatrics care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.